Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a; lens was not implanted. Section d6b: explant date: n/a; lens was not implanted. Section e1: first/given name: unknown as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during use of the preloaded intraocular lens (iol), the lens did not slide out of the cartridge properly and was damaged. The device did not come into contact with the patient¿s eye, except for the cartridge tip, and there was no injury to the patient. No medical or surgical intervention was required. The procedure was completed successfully using a backup lens. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 19 feb 2026 section h3: device evaluated by manufacturer ¿ yes device evaluation: the simplicity device corresponding to this complaint was received on the handpiece tray. A piece of gauze and patient stickers was also received a visual inspection of the complaint device revealed that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. No issues were observed with the lens module, device assembly, plunger rod, or plunger rod advancement. Viscoelastic residue was observed in the lens module. No lens was received for evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.